Event description:
It was reported that the patient with this implantable cardioverter defibrillator received anti-tachycardia pacing for what appears to be supraventricular tachycardia. It was noted that patient medication will be adjusted. This device remains in service. No adverse patient effects were reported. Additional information was received, the patient received eight anti-tachycardia pacing (atp) and six inappropriate shocks, it was also noted that the therapy for this event was exhausted. Boston scientific technical services discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.